Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high impedance (dc dc code 7) indicating possible device malfunction. Pt is scheduled for revision surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the exact cause of the high impedance event.